Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) over 500 mg/dl with vomiting and abdominal pain associated with no power to the pump. Reportedly, the patient discontinued the insulin pump and was treated in the emergency room with IV fluids. During troubleshooting with customer technical support (cts), it was determined that the yellow o-ring at the battery cap was visible at the time of the power interruption. Reportedly, there was no damage to the cap or battery compartment. This complaint is being reported because the patient allegedly experienced hyperglycemia because of no power to the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.